Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
It was initially reported by a patient that she experienced a corneal ulcer after using the product for several months. Follow-up information received states that the ulcer occurred in the beginning of (B)(6) 2015, with the patient feeling strong pain. The patient is a physician, who self-diagnosed and treated herself. A 2.0 mm peripheral ulcer was seen at the 8 o¿clock position in the right eye. The patient treated the eye with an antibacterial eye drop every hour (regimen unknown), an antibiotic eye drop every hour (regimen unknown), an eye ointment qhs, and an unspecified IV drip for three days. The patient did not consult another physician for treatment and no additional physical examination findings are available. A biopsy was not performed. The eye recovered in (B)(6), with a remaining scar seen. The patient has resumed contact lens wear on an occasional-use basis.